Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a consumer that a cup burst during use. No injury occurred. The MFR has implemented corrective actions to prevent recurrence of this event. Confirmed with customer that was using the old oxytab cup with white lid which is no longer in distribution.